Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of undersensing that resulted in bi-ventricular pacing on a t-wave and loss of capture. No intervention has been performed and the patient was stable with no adverse consequences reported.